Event description:
Clinical study: angina was detected by the pt which stated in 09/2002 and is still ongoing. This event is considered to be possible related to study device and unlikely related to study procedure. An additional adverse event was received for this pt indicating the following: the pt was re-hospitalized in 2006 for angina. A repeat angiography performed in may 2006 was positive for 90% stenosis in the target lesion treated during the index procedure (2nd ob marginal). An elective repeat revascularization was performed in 2006. This event was treated with poba at the distal circumflex and 2nd obtuse marginal with good results.